Event description:
The ge oec 9800 fluoroscopy system displayed error code 1243. The system would not make x-rays.

Manufacturer narrative:
A ge oec service rep investigated the issue and it was found that the facility circuit breaker had been tripped. Once reset, the system worked as intended. There was no malfunction of the system. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.